Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states about 4 weeks ago he started taking oral steroids under the supervision of the doctor. About that same time is when he started feeling extra stimulation , like minor shocks. Patient is not sure if this is related to dbs. Patient reports feeling a little electrical stimulation during times when he is about to go to sleep, especially when laying down and when turning his head a certain way. Patient stated he has not had any falls or trauma. It is kind of like when one has a bad headache in the cranial area. There were a couple of times there was a sensation when one turns the stimulation on. Patient states it may be more when laying on the side where the wires are on the chest., with the head pointed 90 degrees to the bed. Patient states having other symptoms when where neck is constrained like where perhaps sleeping wrong. Patient states doing heavy duty work during the fishing season and now has down time. The patient was redirected to their healthcare provider to further address the issue. Patient requested physicians in alaska.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn¿t know what led to the stimulation output issues and shock as they weren¿t certain it was a shock or patter and was now dissipating over time. It was unknown if the issue was resolve and could have been related to possible neck issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated they would have a pressure in their left hand and arm, a type of buzzing that would never go away completely even if they turned the therapy down. Patient stated they would take an excedrin because of the pressure and a "migraine" type feeling to help with the issue. They stated since last speaking with patient services that they had discovered a way to sleep without a pillow without their head being elevated at all (patient indicated they do have a medical bed) where the patient found some relief from their shocking/buzzing sensation after doing that for 3 months and then for about 5 months, the shocking sensation was eliminated. Patient however noted that that after that 5 months, the issues with their shocking sensation returned. Patient stated their managing healthcare provider had ordered an MRI for them regarding the issue and according to the MRI they had, it showed that the patient had neck problems in which there was a narrowing of the spaces in the spine where the nerves come out of the spinal column. Patient said their general practitioner said they thought that perhaps this narrowing was contributing to the shocking sensations they were experiencing. Patient provided details about the shocking sensation they felt in their neck and said that when they laid on their left hand side where the dbs "cord" comes up they have worse symptoms. Patient said they found a way to adjust their dbs stimulation to lessen the effects of the shocking sensation which includes them taking the therapy settings of both stimulators down to "0" over the course of 5 minutes and then they stated they'd hopefully be able to go to sleep without the sensation but they have to lay back down very carefully. Patient stated then the next day when they woke up, they would repeat the process with the settings invert, and increase back up from 0 to "whatever setting" they needed to be on for that day. Patient stated they used to be able to just go from "0 to 7" but now if they did that it would take 3 hours for them to resolve the shocks so they can no longer do that and that was the change really. Patient also mentioned they would walk around, move their sh oulders and neck to help resolve the sensation. Patient stated there were also outlier days where they would do a lot of physical work with drills and saws so they will just turn it down slowly and leave the therapy off for the rest of the day but that wasn't all the time. Patient stated that at the very least, they would much rather experience these symptoms they were experiencing now rather than experiencing what they would experience with their shaking without the therapy. Patient stated they were very grateful for the therapy.